Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, inappropriate bypass of the drain, not including initial drain. If any additional information is received, a follow-up will be sent.

Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2011 at 21:06:25. During night drain cycle four, the patient's ultrafiltration (uf) reading was 5430ml, indicating the home patient (hp) drained 5430ml more than their maximum programmed fill volume of 2000ml. Upon further investigation, the uf reading from drain cycle five was added into the uf reading for drain cycle four due to the patient ending therapy before the drain was completed. The drain volume of drain cycle four was 2176 ml, which does not meet iipv criteria. However, the drain volume for drain cycle five was found to be 5977 ml, which does meet iipv criteria. No additional information is available.